Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading was 32mg/dl. Troubleshooting was performed. The customer stated that he rec'd several no delivery alarms on his insulin pump and he did not change the infusion set. Ran a fixed prime test and the insulin exited. The programming and daily totals on the device did not match the daily totals for bolus deliveries. Advised the customer to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.